Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. Date of issue is an approximation. The patient stated the sensor failed on (B)(6) 2018. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was feeling low and passed out. Her friend called emergency medical technician¿s (emts) and when the emts arrived, they transported the patient to the hospital via ambulance and treated the patient with glucagon. It was indicated that the patient¿s blood glucose was tested, and it was 23 mg/dl. The patient was admitted to the intensive care unit and was discharged on (B)(6) 2018. At the time of contact, the patient was doing okay. No additional patient or event information is available.